Event description:
Unit was not on a pt, therefore no pt injury. During a pre use check the ventilators inspiratory tidal volume read zero when checking the volume control. The expiratory volumes read correctly. It was noted the unit would not trigger in pressure control with trigger sensitivity in the green or red bands and the test lung depressed.